Event description:
It was reported that the patient experienced a change in therapy effect. The patient felt like he had withdrawal-type symptoms followed by overdose-type symptoms. This started a couple of weeks prior to this report. When it occurred, the patient felt tired, had increased pain and felt shaky. It was described as flu-like symptoms without the fever. The reporter wondered about the potential that it could have been overinfusion by the pump. However, there did not appear to be any volume discrepancy. The patient¿s last refill was on (B)(6) 2014 and there was no volume discrepancy at that time. They would check for a volume discrepancy at the patient¿s next refill. Currently, the patient¿s dose was increased by 14% and if that didn¿t resolve things, they would consider doing a dye study. The device system was used to deliver bupivacaine and morphine. It was reported later reported that if the daily dose increase did not help the patient¿s symptoms, the healthcare provider (hcp) would do a ¿rotor dye test¿ to confirm catheter and pump function.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8590-1, lot# n289929, implanted: (B)(6) 2011, product type: accessory; product ID 8591-38, lot# d11422, implanted: (B)(6) 2011, product type: accessory. (B)(4).